Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer¿s blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the cartridge was changed to address the issue and insulin delivery was able to be resumed.